Event description:
A report was received that during a permanent implant procedure, high impedances were measured on one contact. When disconnecting the lead from the splitter, the physician discovered there was a gap between insulation of the lead and the most proximal ring. The physician attempted to re-connect but it was not possible to insert the lead to the splitter completely. The physician replaced the lead.

Event description:
A report was received that during a permanent implant procedure, high impedances were measured on one contact. When disconnecting the lead from the splitter, the physician discovered there was a gap between insulation of the lead and the most proximal ring. The physician attempted to re-connect but it was not possible to insert the lead to the splitter completely. The physician replaced the lead.

Manufacturer narrative:
Returned lead analysis did not verify the complaint of high impedance. Visual inspection revealed the proximal end was completely severed from the lead body at the retention sleeve. No electrical tests were able to be performed because of the severed lead. The damage to the lead occurred during the procedure and it is not considered a failure.